Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an episode classified as non-sustained ventricular tachycardia which was identified to be t-wave oversensing (twos). The right ventricular (rv) lead sensitivity value was increased and the lead remains in use. No patient complications have been reported as a result of this event.